Manufacturer narrative:
(B)(4). Failure analysis installed the valve assembly, exhalation, vela in a known good vela unit. After powering on the unit, ran the exhalation valve characterization and it passed. Perform the monitored volume test to see the competency of the exhalation valve and it passed. Wasn't able to duplicate the failure. No further investigation required.

Event description:
The customer reported while using the vela ventilator, it is auto triggering and vt is out of range. There was no information if this ventilator was on a patient when the problem occurred, it is currently unknown.